Event description:
The pt underwent successful arteriotomy closure with a techstar xl 6 fr pvs device. At his 10-day follow-up visit, the pt reported right groin pain. Four days later, an ultrasound and CT scan showed a hematoma. Four days after the CT scan, the pt was hospitalized for an incision and drainage of the right groin. During surgery, a large amount of pus-like drainage was noted, as well as the placement of the suture knots anterior to the artery. A fascial close with a resulting infection was suspected. The pt was discharged after a course of IV antibiotics and without further complications. The cardiologist noted that the pt was a diabetic with a history of alcohol abuse, both of which contributed to the condition of the pt's arteries and pre-disposed him to infection. The device was discarded following the procedure and no lot number was recorded.